Event description:
In 2006, a pt suffered a traumatic transection of the aorta with aortic pseudoaneurysm at the base of the subclavian artery. He underwent emergent endovascular repair with 3 tag devices at that time. The devices were deployed; however, incomplete wall apposition of the proximal device and an unspecified endoleak were found. Twenty four hours later, the 3 tag devices were explanted. The aortic transection and pseudoaneurysm were repaired surgically. Pt tolerated the procedure well.

Manufacturer narrative:
A review of the manufacturing paperwork has been conducted. Please note: attached add'l devices implanted in this pt and involved in this event: pxa260300/04702366, pxa260300/04662207, and pxa260300/04702367.